Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that patient needs MRI of their back. In the notes provided by the ordering np, they stated the scan is to rule out "displaced spinal stimulator". Caller provided that the MRI was ordered on (B)(6) 2025 but didn't have any other information. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed implant location requirement of leads and ins in order to be full body eligible and reviewed that if there is concern of the lead or ins having moved out of the required implant location, we would not recommend scanning the patient. Tss suggested contacting hcp for further clarification or obtaining imaging. Tss emailed implant manual with implant location requirements for full body eligibility.